Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-apr-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0. 1mg/day via an implantable pump. It was reported that the patient presented to the physician¿s clinic on (B)(6) 2022 complaining of increased pain, which had previously been well-controlled. At that time, the physician performed a catheter access study in the clinic and found the catheter to be non-patent. The environmental, external or patient factors that may have led or contributed to the issue was the indura catheter that was originally implanted in (B)(6) 2009. The diagnostics and troubleshooting performed was a negative catheter access study on (B)(6) 2022. X-rays from (B)(6) 2022 revealed at the catheter was at the t9¿10 level. The actions and interventions taken to resolve the issue was the patient was taken to the or (operating room) today for planned catheter revision. He first started by opening up the existing pump pocket and dissecting out the pump and proximal pump segment. He then disconnected the pump and proximal segment and attempted to aspirate from the spinal segment, but got no return of csf (cerebral spinal fluid). At this time, he determined that the obstruction was within the spinal segment of the existing catheter. Because the patient had an old indura catheter, the physician opted to go ahead and replace the catheter in its entirety. He then proceeded to open up the lumbar incision and dissected down to the existing catheter. He then cut the catheter within the spinal incision and tied it off, and abandoned it within the patient. The physician was given a new 8780 kit and the catheter was placed at the t8 level. The new catheter was tunneled to the existing pump pocket and reattached to the existing pump. The physician performed a final catheter port aspiration and had an ample flow of csf (cerebral spinal fluid). Because the cause, and length of time of the obstruction are unknown, the drug dosing was reduced to prevent symptoms of toxicity/overdose. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.